Event description:
Ongoing problems with athena neonatal 9050 monitor. Device 1 11/00 monitor shut down for no apparent reason. Determined that monitor had a "bad power supply", replaced and power was restored. Device 2: 11/00 monitor shut down for no apparent reason. Power did not return to monitor. Concluded monitor has a bad hv deflection board. Device 3: 11/00, monitor shut down - internittent power supply. Device 4: 11/00, monitor shut down - intermittend power supply. Device 5: 11/00, monitor shut down - hv deflection board. Device 6: 11/00, monitor shut down - hv deflection board. Device 7: 12/00, monitor shut down - hv deflection board. Device 8: 12/01, monitor had alarm limits set. EKG alarm went off many times when no alarm condition existed. Concerns: cardiopulmonary neonatal monitors failing without warning, putting the safety of the neonates in jeopardy. 8 out of 25 monitors have failed over the past 3 months. Original MFR sold this line of monitors. Parts are difficult to obtain. Replacement parts come from overseas and usually takes 4-5 months to receive them. Svc bulletin, dated 10/30/96, which hosp recently became aware of, suggests a faulty capacitor (c206) will result in a blank screen after the monitor is switched on. Bulletin identified serial numbers involved, but some of hosp's are outside those numbers. Extend of problem is unknown. Not clear who (MFR/distributor) owns the problems. Unclear if there is a second problem. Hosp knows the capacitor is causing some of the problems.